Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2017-00160: driver.

Event description:
A 1.5mm driver tip broke while the surgeon was inserting a 2.3mm locking screw. Broken driver tip remains in the implanted screw.